Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the inaccuracy issue began in (B)(6) 2017, and the reporter detailed that the patient obtained a result of ¿284mg/dl¿ on the subject meter, which the patient felt was inaccurately high in comparison to a result of ¿214mg/dl¿ obtained on a hospital meter, within 30 minutes. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes by self-adjusting her insulin doses and the reporter stated that she increased her dose of novolog insulin in response to the alleged inaccuracy issue. The reporter detailed that an unspecified time after the issue occurred the patient developed symptoms of ¿shakiness and sweating¿ however the reporter denied that the patient received any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The patient had followed the correct testing procedure and used an approved sample site. The product was replaced and requested for return. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after administering an increased insulin dose in response to an allegedly high meter reading.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. The test strips were also found to have exceeded their shellf-life. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.